Event description:
It was reported that the patient experienced a surgical procedure to explant an inflatable penile prosthesis(ipp) due to the implant being oversized. The patient is expected to fully recover. There were no patient complications.